Event description:
Pt was revised to address tibial and femoral loosening. There was also significant bone resorption from cement breakdown. The surgeon is concerned about the cement.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 4.6 inr on the coaguchek xs system while a comparison lab returned as 2.1 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.